Event description:
Philips received a complaint by the customer on the v60 indicating that the battery was not charging. It was reported that the device was not in use on a patient at the time of the reported issue. The issue occurred during the pre-check when the device was first turned on. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A new battery was ordered for replacement. The customer replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.